Event description:
It was reported that the bag inside the cassette started to leak. This was noticed during air removal. The drug and saline were already in the cassette at the time this was observed. There was no patient involvement in this incident.